Event description:
On december 16, 2015, a dentist reported a (B)(6) male patient who required endodontic treatment on tooth #31. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2013. It is reported that a root canal was required on (B)(6) 2014, which the dental professional notes was because the crown had leaked.